Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Correction: d9, h3, h6 (annex g) investigation ¿ evaluation on 03apr2023 (B)(6) (united states) reported that a ¿universa firm ureteral stent set¿ [product identifier and lot unknown] was used on 03apr2023 for a ureteroscopy procedure. No additional information was provided regarding patient pre-existing conditions, anatomy, etc. As reported, while placing an unknown universa firm ureteral stent set for drainage, the tether separated from the device. The tether was in the ureter and had to be retrieved using a stone extractor. The stent was removed and the procedure was successfully completed with another device of the same type. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Reviews of the instructions for use (IFU), manufacturing instructions, and quality control procedures for the device were conducted during the investigation, along with interviewing personnel. The complaint device was not returned; therefore, no physical examinations could be performed. Due diligence was completed in reaching out to the customer inquiring about the device return; however, no reply was received by cook. If the device is returned at a later date the complaint file will be opened and updated accordingly. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A search of the device history record and complaint database could not be performed due to lack of lot information from the user/reporting facility. The information provided upon review of the dmr provided evidence to support that the device was manufactured to specification. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The instructions for use (IFU) that is packaged with the device was reviewed for relevant information pertaining to the reported failure mode. Relevant information within IFU t_uss_rev5 (universa firm ureteral stents and stent sets) includes: precautions: ¿do not force components during removal or replacement. Carefully remove the components if any resistance is encountered.¿ ¿improper handling can seriously weaken the stent. Acute bending or overstressing during placement may result in subsequent separation of the stent at the point of stress¿¿ based on the information provided, no returned device, and the results of the investigation, the cause of the separation was unable to be determined. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H6: component code (annex g)- g0405215 - suture thread. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a ureteroscopy, when placing an unknown universa firm ureteral stent set for drainage, the tether snapped. The tether was in the ureter and had to be retrieved using a stone extractor. The stent was removed and the procedure was successfully completed with another device of the same type. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Additional information has been requested. At the time of this report, no further information has been provided.